Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction in iridocorneal angles. Lens was implanted, removed and replaced intraoperatively with a shorter length lens. Cause of the event was reported as other - "overestimation of icl size".